Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that vaccination medicine leaked from the end of the bd integra¿ syringe with detachable needle during use. The following information was provided by the initial reporter: "customer states that while giving a vaccine, when pulling the vaccine into the syringe, the fluid leaked from the end of the syringe; not from the needle but from the opposite end. Customer states this has also happened in the past but she did not have product info or dates of event. "

Event description:
It was reported that vaccination medicine leaked from the end of the bd integra¿ syringe with detachable needle during use. The following information was provided by the initial reporter: "customer states that while giving a vaccine, when pulling the vaccine into the syringe, the fluid leaked from the end of the syringe; not from the needle but from the opposite end. Customer states this has also happened in the past but she did not have product info or dates of event."

Manufacturer narrative:
H.6. Investigation: one reportedly used 3ml integra syringe outside of a biohazard bag with an opened blister pack from batch 7235624 (p/n 305269) were received and evaluated. It was observed there was an off centered, triangle shaped hole in the face of the stopper. The leakage past stopper defect was rejectable per product specification. An injection molding process issue contributed to the incomplete part (¿hole in stopper¿) found in some of the samples received. Insufficient or inconsistent heat to properly fill and pack the part was identified as the primary contributor of the defect. The failure was confirmed to be a heating problem from the auxiliary mold temperature control unit. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Corrective and preventative action, CAPA#183493, was completed to address the product defect and failure mode identified.